Event description:
It was reported that a creo threaded screw head was found to be loose post operatively.

Manufacturer narrative:
The lateral x-ray showed that one of the rods had a large bend right above the s1 screws. It was not confirmed if the rod was inserted with this bend or not. This exaggerated angle may have put excessive force on the anchoring s1 screw, however, because these forces and surgical conditions cannot be replicated the exact cause of pull off cannot be determined. No other additional information was provided for examination. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made to the cause of the reported issue.